Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6), 2025. During the procedure, there was an attempt to cross the guidewire after puncturing the cyst, however the guidewire became stuck and was unable to be placed. After placing the axios stent when attempting to remove the delivery system the inner sheath remained inside the stent. Grasping forceps were used to remove the dislodged inner sheath. The procedure was completed successfully with the same device. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of inner shaft/sheath detachment of device or device component.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted to the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, there was an attempt to cross the guidewire after puncturing the cyst, however the guidewire became stuck and was unable to be placed. After placing the axios stent when attempting to remove the delivery system the inner sheath remained inside the stent. Grasping forceps were used to remove the dislodged inner sheath. The procedure was completed successfully with the same device. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Blocks b1, b2, and e1 (initial reporter fax) were corrected. Block h6: imdrf device code a0501 captures the reportable event of inner shaft/sheath detachment of device or device component. Block h11: an axios electrocautery-enhanced delivery system was received for analysis without the inner sheath, which had detached. The stent was not returned. A functional test was conducted using a 0.035in dreamwire. The guidewire failed to exit through the nose cone, advancing only approximately 10.2 inches before encountering resistance due to a kink in the handle section. Product analysis was able to confirm the reported events of device difficult to advance guidewire and inner shaft/sheath detachment of device or device component. Taking all available information into consideration, the investigation concluded that the events of inner sheath detachment and sheath kinked were likely due to factors encountered during the procedure such as lesion characteristics, handling of the device, the technique used by the physician, limited the performance of the device and contributed to the reported events. Therefore, the most probable cause of the reported event is adverse event related to procedure.